Manufacturer narrative:
By checking the DHR, no anomaly was detected on 50 revision modular neck h.60mm belonging to lot #1905748. This is the first and only complaint received on this lot#. We will submit a final MDR once the investigation will be concluded.

Event description:
Intra-operative issue occurred on (B)(6) 2019 during hip replacement with revision system. During surgery, surgeon was not able to tighten the screw of the rev. Hip neck with screw h 60mm code 7515.15.010 lotto #1905748 ster. 1900135 to the end. According to the information reported, the operation was repetead several times and finally, another 70 mm neck was implanted. It was reported that surgeon decided to implant another size component for surgical reasons because there was another component of the same size available. The event prolonged the surgery of 15 minutes. Event occurred in (B)(6).